Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting false negative sars on 1 symptomatic patient showing signs of illness for 1 day. Customer reporting results were confirmed positive by pcr.